Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer had passed out. The paramedics were called and transported customer to hospital. The blood glucose reading at the time of the event was 40 mg/dl. Customer stated that she was cleaning. Customer did not eat enough. Customer was found on the floor by neighbor. Customer also reported another low blood glucose event, the blood glucose reading was 24 mg/dl. In mid-july, daughter found her in bed. Customer stated that she was using manual injections at that time and may have given too much insulin. Customer was transported to hospital. The current blood glucose reading is 123 mg/dl. Nothing further reported.